Event description:
It was reported that the customer experienced a malfunction with their pump, though the specific code or details of the malfunction were not noted. There was no information provided regarding the customer's blood glucose level, and the impact on blood glucose was not reported. The pump was expected to be returned for evaluation, but after multiple reminders, the customer did not return the pump, leading to the closure of the case.